Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 10/02/2018. The customer reported that they swapped the battery from another ventilator and the device performed normally. The original battery failed to charge or sustain ventilator operation when installed to another ventilator. Philips was not authorized to evaluate the device but advised the customer on the recommended replacement period for the battery only. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator battery does not charge. The ventilator was not in use on a patient at the time of the event occurred.